Event description:
It was reported that following an unrelated surgical procedure wherein it is unknown if the device was not placed into surgery mode, the ipg became unable to communicate with external devices. Troubleshooting was able to resolve the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
It is unknown if the system was set to surgery mode while the patient underwent an unrelated surgery where electro-cautery was used. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with unintentional damage during the unrelated surgery. The system was recovered through abbott intervention. The ipg was not replaced to reestablish effective therapy.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.